Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter.   Product return status: 3 devices were received.   Event confirmation status: 3 reported events were confirmed; the cause traced to component failure. Evaluation results: 3 devices were found to be affected by a fractured component.   Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.